Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced bleeding at the access site. Heparin was discontinued, dressing redone, and pressure dressing applied. It was reported that the procedure was successful and the patient stable. Clinical review: a 69-year-old male was admitted for chest pain. Due to a diagnosed cancer with metastases to the sternum, cardiac surgery treatment was turned down. Before treatment could be started, the patient deteriorated further. An impella cp was inserted and a percutaneous coronary intervention carried out. Due to a bleeding at the access site, anticoagulation had to be temporarily stopped. After 3 days of support, the impella cp was successfully weaned and removed.